Event description:
Manufacturer's evaluation of the returned product revealed that the lancet was protruding from the device end-cap. No associated injury was reported. The problem was first discovered at the manufacturer's domestic evaluation site.